Manufacturer narrative:
The manufacture facility was unknown. The date of manufacture was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device. The unit was tested and the reported condition was substantiated. The assignable root cause was determined to be most likely due to internal motor or electronic control unit (ecu) failure due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery during pre-testing, it was discovered that when the trigger was pulled on the small battery drive device, there was no response. According to the reporter the facility tried different batteries and battery casings during pre-testing and there was still no response. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reported of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.